Event description:
On several occasions my omnipod needle did not deploy when setting it up and I had to deploy another omnipod unit. I received an urgent email from omnipod about lot numbers having this problem. I have the lot number in question.